Event description:
Two out of three covidien surgiclip appliers that were opened onto the field did not work properly. When fired, the clips came out criss-crossed or fell out before firing. The appliers were removed from the field and saved with the packaging for biomed. Both devices are from the same lot number.